Event description:
Additional information provided by the user facility indicates the reported lens defect was not actually lens related. The lens flipped out of the holder during preparation for insertion. There was no patient contact and the lens did not malfunction.